Event description:
It was reported that the user's caregiver inquired whether a meal was announced at approximately two o¿clock and was guided to review the pump¿s meal history. With education provided on verifying meal announcements, an accidental meal announcement was confirmed. No reported symptoms. Outcomes included no clinical impact and no alerts or alarms. Investigation included telephone troubleshooting and user education focused on reviewing device history and proper use. Investigation of this case revealed no device malfunction and no adverse physiological effects. It was concluded, based on previously established findings for similar reports, that the event was user concern resolved through education.